Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an ablation procedure. The device was programmed to off-electrocautery mode, however pacing inhibition and loss of capture were observed when electrocautery was used. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed off-electrocautery mode and recommended using shorter bursts of electrocautery. Attempts to obtain additional information were made, however no further information was available. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.